Event description:
It was reported that the ilet user attempted a supply change without sufficient insulin and refilled an in-use cartridge with remaining insulin from the vial, which was acknowledged as an incorrect step and associated with increased occlusion risk; the user was disconnected and then guided through a proper supply change with instruction to replace the cartridge and all supplies when able. There were no reported adverse clinical effects. Outcomes included no alarms and completion of troubleshooting and education. Investigation included user interview and device-use troubleshooting. Investigation of this case revealed user handling error related to incorrect supply change steps for the infusion set and cartridge, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use.